Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii (ft3 iii) results for 1 patient sample on a cobas 8000 e 602 module with serial number (B)(4) compared to the abbott architect. Of the data provided, there were discrepant results for ft3 iii and elecsys ft4 ii (ft4 ii) assay results. This medwatch will cover the discrepant results for ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the discrepant ft4 ii results. Refer to the attachment to the medwatch for all patient data. The discrepant results are highlighted. The erroneous results were reported outside of the laboratory. The physician questioned the high ft3 iii result and suspected an auto antibody. Therefore, the sample was repeated on the abbott architect. There was no allegation of an adverse event.

Manufacturer narrative:
The sample was provided for investigation and an interferent could be identified in the investigated sample. This interference is documented in product labeling.